Event description:
Pt was implanted with a matrix construct at l4-l5, l5-s1. Two days post implant, an x-ray showed the left l5 screw had separated from the matrix head. The operation was done according to the op-technique and went well. The pt is ok for the moment and no reoperation is planned. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.